Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not occurred. A technical support specialist accessed the database server and ran a downtime query, finding that messages available for processing were decreasing. Patient details were checked in the es server, and the order was located. The customer was called for verification, they mentioned the order had not been found previously but was now visible. The customer confirmed that no other issues were present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient data had not occurred. The customer reported that patient name and mrn ID were entered through the station, but an error indicated that patient data was not processed due to an interface problem. The customer also mentioned that patient details were not crossing over through the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.